Manufacturer narrative:
A visual examination under magnification was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex portion of the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information.

Event description:
During insertion of a bone screw, the driver tip broke off in the screw head. The broken tip was left implanted in the patient.